Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. The most likely root cause is black chemistry due to improper storage.

Event description:
Customer calling stating her meter is reading lo results for her. I asked customer if she is experiencing symptoms of low blood sugar, customer stated she is not and that she is feeling well. Customer stated her normal blood sugar range of reading is between 100-120 mg/dl fasting, and within two hours after eat between 160-170 mg/dl. Back to back blood test was performed during the call and it results in lo and lo. Customer stated she is not fasting. Customer stated she did open the vial of strips on 4/20/2016 and the manufacturer's expiration date is 7/31/2018. Customer keeps the meter and strips in the bathroom. Customer had impair vision, was not able to read date and time on the meter memory. The test strip lot manufacturer's expiration date is 7/31/2018. Customer stated she is on insulin to manage her diabetes. The meter memory was reviewed for previous test result history: (B)(6).